Event description:
It was reported that the patient had two quad leads placed in the subcutaneous tissue in the occipital region of his head. The leads were anchored using the bumpy index. Sometime before (B)(6) 2015 the patient noticed that he could feel something protruding through the skin. The patient met with the healthcare professional (hcp) and noticed the anchor to be partially exposed. The patient did not have any signs of an infection. The patient had both leads replaced with new leads. The patient was receiving effective therapy. Actions required as a result of the event included a revision. The patient¿s status at the time of report was alive with no injury. There were no symptoms or complications as a result of the event.

Manufacturer narrative:
Analysis results on va0nn9s indicate that the stimulation lead body outer insulation was cut. Analysis resulted of (B)(4) indicated that the stimulation lead body was stretched. Analysis results for the product model 97791 indicated that the stimulation anchor injex anchor was cut. Analysis results for the product model 97791 indicated that the stimulation anchor injex anchor was cut.

Manufacturer narrative:
Concomitant products: product ID 3888-56, lot # va0nn9s, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3888-56, lot # va0nn9s, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 97791, serial # unknown, product type accessory; product ID 97791, serial # unknown, product type accessory; product ID 97791, serial # unknown, product type accessory; product ID 97791, serial # unknown, product type accessory. (B)(4). Analysis results were not available at the time of report. A follow up report will be submitted once analysis results are available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.